Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time.

Event description:
According to the available information, it was reported that on april 9 an altis sling was placed; however, the patient had retention. On april 25, the sling was loosened. The patient was reviewed again in may and her incontinence symptoms had returned to pre-intervention levels.